Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the low blood glucose. The customer¿s blood glucose level was 52 mg/dl. The customer was treated with the carbohydrates. The customer advised of low blood glucose based off of sensor. The customer was in auto mode. The customer declined the further troubleshooting. The device will not be returned for the analysis.